Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported the oxygen sensor failed to calibrate. As a result, the field service representative installed a new oxygen sensor and the device worked as expected. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.